Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal was not reported. The patient was not hospitalized. On an unreported date, remedial therapy was started which included daily injections of reflin 1gm and tobramycin 40mg. The cause of the peritonitis was unknown. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.